Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller screen displayed out of regulation (oor) and settings not available. Rep is with the patient today for 1st follow up programming after normal end of service ins replacement. Patient could never turn up setting on group b which was confirmed on tablet. Patient had two groups since implant: a and b. Rep reported patient observed "settings not available" on patient controller and rep saw on tablet. Rep observed orange color on electrode 0,8,12 and 14. Rep reprogrammed and provided three new groups to patient's satisfaction, however patient could not turn up intensity on group c. Patient and rep planned to adjust programming on group c at a later time. Could not troubleshoot due to lack of access to product. No patient symptoms or complications were reported in this event.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the orange impedances and the patient not being able to turn the intensity up was unknown but the patient was receiving good therapy. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.